Event description:
It was reported that the patient's blood glucose levels reached 308 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (arm), the pod's needle was found not retracted and still in the cannula. As treatment for hyperglycemia, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
This MDR was created in error. There was no reportable event in the case.reportable to non reportable.